Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. The complaint is confirmed for one (1) of one (1) roi-c anchoring plates (pn mc1005t) for the failure of difficult to insert. Medical records were not provided for review. Product evaluation no deformation was identified on the returned plates. Potential cause the failure is most likely to occur from hard (sclerotic) bone and not using the starter awl, skipping impactor #1 and using only impactor #2, or interference with an adjacent construct (typically a caspar pin). DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the roi-c anchoring plate was difficult to insert. It was removed and replaced with an alternate to complete the case. There was no reported patient harm.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the roi-c anchoring plate was difficult to insert. It was removed and replaced with an alternate to complete the case. There was no reported patient harm.